Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v010624, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was determined, per the manufacturer device registry, the patient¿s implantable neurostimulator (ins) was implanted after the use by date.